Event description:
It was reported by service report that the siderail was stuck in the down position, the head right timing link was broken in half and hanging down with sharp edges exposed on both sides. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: siderail was stuck down due to a broken timing link assembly with sharp edges exposed on both sides.